Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager reported that upon arrival he verified in the system diagnostics electrical failure test #5 entries and fault code 58 entries at time of complaint. The stm tested the iabp with a trainer and balloon and received "remove trainer, patient cables attached" message. He inspected further and found saline infiltration to the front end board, backplane board and a damaged patient interface module to backplane cable assembly. The stm replaced the front end board, backplane board and cable assembly. He verified the iabp was calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The cardiosave in fact displays power up test fails code # 5.

Event description:
Customer reported that prior to patient use the cardiosave intra-aortic balloon pump (iabp) displayed fault # 5 and shutdown. No patient involvement or adverse event reported. It was later reported that fault #5 was actually power-up test fails code # 5